Manufacturer narrative:
It was reported to abbott, a patient¿s ipg scar was weeping at one of the edges. Their contacted their pain physician. They were reviewed, blood tests taken and booked in for removal of the system that day. The entire implant has been removed on (B)(6) 2024. Infection was ruled out, but the device had to be removed as the ipg was eroding out through the skin. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced an infection. Attempts to clean with basic treatment did not resolve the fluid discharge. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue.